Event description:
Biomedical engineering department received a call that the faxitron biovision was locked up. Imaging engineer went down the or to investigate. Upon arriving the imaging engineer witness the device was locked up. The engineer went to investigate the log files and found out that someone had downloaded music and was using the systems internet service to access the music. Once the device was reset, the system was able to boot back up properly and was tested and returned to service.